Event description:
The customer reported that at the moment of discharge it did not send charge. There was no pt incident reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.